Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. Visual examination was carried out. The device has wire broken due to rotational wear in the middle of the device (the proximal section was not returned) 132.5cm from the distal section. The spring tip was inspected and it was found stretched and kinked. Overall length couldn't be measured due to the device condition. Outer diameter of distal tip couldn't be measured due to the device condition. All other outer diameter are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as 2134265-2016-02514. It was reported that rotawire fracture occurred. A 330cm rotawire and a 1.50mm rotalink plus were selected to be used. During preparation, the rotawire broke when the burr was tested with the wire clip on at a set rotational speed of 160,000 rpm. The broken wire was able to be removed from the burr and a new wire was inserted. However, the new wire would not advance all the way through the shaft of the burr, and it was noted that there was still part of the broken wire within the body of the burr. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
UDI= (B)(4).

Event description:
Same case as 2134265-2016-02514. It was reported that rotawire fracture occurred. A 330cm rotawire and a 1.50mm rotalink plus were selected to be used. During preparation, the rotawire broke when the burr was tested with the wire clip on at a set rotational speed of 160,000 rpm. The broken wire was able to be removed from the burr and a new wire was inserted. However, the new wire would not advance all the way through the shaft of the burr, and it was noted that there was still part of the broken wire within the body of the burr. The procedure was completed with a different device. No patient complications were reported.